Event description:
It was reported that one day post op, the left ventricular (lv) lead dislodged and was causing diaphragmatic stimulation. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).